Event description:
A healthcare worker experienced a skin reaction consisting of a red rash on her arms and an unspecified respiratory reaction. The worker's arms were swollen reportedly from scratching the area. The worker did not change her gown after cidex opa absorbed into her gown. She sought medical attention and received an unspecified medication for the rash. The rash resolved in a week. The facility discovered the room ventilation fans that were inadvertently placed on low and were subsequently returned to high to abate healthcare workers' respiratory reactions.